Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. The patient reportedly had an ins implanted in 2010 which only lasted three years. Their healthcare professional (hcp) reportedly told them that the batteries of their other patients lasted longer than that. The ins was removed and replaced after it depleted faster than expected. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating the patient had been scheduled for urgent replacement due to the surgeon's office late scheduling of replacement surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.